Manufacturer narrative:
Service history review: serial/lot no: (B)(4): a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 22march2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device was running intermittently. The repair technician reported the membrane vent was damaged, the contact wire was loose, and the motor ran slow in all settings. The date on the circuit board was 2007. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented seven (7) hand piece for battery powered drivers. One is inoperable; three of them are running intermittently; one always runs when connected to a battery and for the last one, the surgeon felt it isn't running correctly. It is sluggish. There is no negative impact to patient. There was a minute delay to grab another instrument. The issue occurred during a craniotomy. The surgery was successful. There was no patient harm. This report is 2 of 5 for (B)(4).